Event description:
The ratchet mechanism of handle did not work during surgery. The surgeon used other instrument and the surgery was completed with no problem.

Manufacturer narrative:
Summary of evaluation: event description: handle does not work. Status of failure: confirmed. Affected element: handle. Evaluation result: damaged. Root cause: lack of lubrication. Root cause description: misuse - deviated from user instructions.